Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bone screw broke during a medical procedure. No known adverse event was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by visual examination of returned product. Visual examination determined the screw's head had fractured, and the fractured piece was not returned. The screw's threads, head, and hex feature show nicks and gouges from attempts to thread in the screw. Galling from insertion was observed on the underside of the screw' head. No other damages were noted. Sem analysis revealed that the head had fractured longitudinally and the fracture surface showed excessive smearing likely due to post fracture damage. Ductile overload mode of fracture was identified in the non - smeared areas, exhibiting sheared dimples. Crack initiation couldn¿t be determined but suspected to be near the inner diameter of the screw head based on the sheared dimples and river lines identified on the fracture. Eds semi-quantitative elemental analysis of the bone screw showed that it was consistent with ti-6al-4v alloy DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.